Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem ( resets during pulse delivery) was confirmed. Upon evaluation, the monitor did not pass essential performance testing. The t2 component was defective. The root cause of the defective t2 component cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor resets during pulse delivery